Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller reported error 32099 point to line 2. The technical support engineer (tse) checked the logs, error 32099 verified. Tse asked the caller to recover the error, but the error still present, also after reboot with emergency power off (epo). Problem on set up joint (suj) 2 proximal. The customer converted the procedure in laparoscopic surgery (patient obese), because they could not work with 3 arms. The robot had been checked before it was turned on, and once turned on it had reported no problems. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: conversion resulted in increasing port size incision or adding additional ports. An 8 mm trocar was replaced with a 12 mm one, which required a larger incision. The procedure was converted and the patient tolerated the change. There was no injury to the patient, as per the information in the distributor ab medica possession, as well as the absence of reports from healthcare professionals or other people involved in the post-marketing surveillance process.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The proximal setup joint (suj) was returned for failure analysis due to error 32099. The error was confirmed as having occurred in the field and replicated in-house. The suj was tested on a functional test platform for the fail node test and passed. During remote logs review, voltage and temperature problems were also identified.

Event description:
Refer to h10/h11 for follow-up information.